Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no underlying fault was present, and the station. A technical support specialist dialed into station, verified the station was functioning properly with successful autologin, rebooted the system, and confirmed the med application launched normally. Station was observed to be operating without any issues. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station prompted for a password unexpectedly. The customer reported that after rebooting, the device entered safe mode and attempted an automatic update, which subsequently failed. The customer was unsure of the required password. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.